Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. Supplier reviewed the device history record review and no non-conformance or deviations were noted. All processes were followed correctly. Case details were reviewed. No unit was returned for evaluation. Clarification was received stating that the trocar is the needle (i.e cannula/ orange blb needle). It is unknown what damages could have occurred on the needle. Also, it's unknown how much of the needle was left behind. Additional information was requested from the account. Partial response was received. The physician decided to leave the trocar in the iliac crest. No other details, surgical notes, bone anatomy conditions, or imaging was received. Another intervention was done with a new lot to get the bone sample.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: during a biopsy sample intervention, the trocar broke. One part of it remained in the left iliac wing of the patient. The intervention on the patient to get a sample was performed a second time with a device from another lot number, with success. Consequence: a part of the trocar remained in the patient's iliac wing.